Event description:
Respiratory therapist was paged to patient and found the pilot balloon (cuff) on patient's trach tube was deflated and patient had an audible cuff leak. Attempts to inflate the balloon were unsuccessful, would quickly deflate. Original placing provider team notified and exchanged for a substitute trach at bedside. Md chose a different brand trach tube because this was the second trach change in 24 hours due to a cuff leak. The trach tuve that was removed and submerged in water and a leak through a hole in the cuff was noted. (When this occurred less than 24 hours earlier, they replaced the coviden shiley 8.5 with the same brand coviden shiley 8.5 trach tube). We unfortunately did not receive a safety report or information on the previous trach tube failure.